Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report he is allergic to both silk tape and island dressing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5156918.